Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose was in the 400 mg/dl range. Moderate level of ketones were present. School nurse administered an insulin injection to address bg and customer reverted to using insulin injections. Contact reported suspected cause of elevated bg was due to ¿insulin pockets¿ and customer may not be using the pump properly. Recommendation was made for the customer to discuss the event with a healthcare provider.